Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the 24 hour helpline senior inbox that customer went to the emergency room in february of 2016 due to high blood glucose between 700 mg/dl and 800 mg/dl caused by a kinked infusion set. Customer declined assistance and transfer to helpline.